Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated she felt like the program she was on now was not working at all. Patient stated she had this in for bladder incontinence and when she stands up urine just falls out of her. Patient stated she did not think increasing would help with this. Patient stated she had a hard time exercising because she always had to go. Patient stated her hcp told her to wait 3 weeks before switching programs. Patient stated she was on her 4th week now and would like to try switching from p1 to p2. Patient stated on p1 she did try increasing it to 0.6v. Patient stated therapy was helping her until she went off her medicine. Patient was also reporting that since having the device she had been experiencing staticky hair. Patient stated her hair sticks to her bed and it had no life to it. Patient stated it's dead. It was reviewed that staticky hair was not a known adverse event to the device or therapy. Patient inquired if this could be due to stimulator. Patient had access to patient programmer. It showed stim was on. Patient had the ability to change programs and/or adjust stimulation. Patient stated she wanted to try turning stim off to see if it would really make any difference. Patient was walked through button use and icon meaning on pp. No further symptoms or complications reported or anticipated.